Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. Abbott point of care has determined that I-stat pt/inr cartridges have the potential to exhibit incorrectly elevated results. Internal studies have demonstrated that I-stat pt/inr results are elevated by an average of approximately 10% as compared to the international reference preparation (rtf/09) in the therapeutic range of 1.8 to 3.0 inr. Abbott point of care has made the decision to communicate this information to the affected marketplace to ensure the performance of our product. This action is being conducted in cooperation with the u.s. Food and drug administration and health (B)(4).

Manufacturer narrative:
Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration apoc product action number: (B)(4). List numbers: 04j50-01, 04j50-02, and 03p89-24. Lot numbers: r13149a, r13151, r13151a and lots from c13139 up to and including c13270a.